Event description:
It was reported that during set-up for a case, the drill was tested and became too hot to handle almost instantly; in less than one minute. There was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product has not been returned for analysis. Method: no testing methods performed.

Manufacturer narrative:
Device received april 18, 2014 for evaluation. Device evaluation: received visao drill for evaluation by the engineering group. The condition of the device showed corroded nose bearings and loose cable clips. The drill was connected to the console and it functioned normally at default speed. Based on the above observations: the underlying cause cannot be determined based solely on the evaluation results. The unit was released to service and repair for processing. In service and repair could not verify customer¿s concerns on overheating. First minute temperatures were: nose ¿ 88, middle ¿ 92, rear ¿ 86. The total pre-testing temperatures were: nose ¿ 101, middle ¿ 104, rear ¿ 96. Motor/cable was replaced due to cable clips being loose plus other parts. The item was repaired tested and passed all manufacturing specifications. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.